Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a octaray mapping catheter. After the procedure, when the octaray was removed from the patient¿s body, char was found to be attached on the electrode tip part. The correct catheter, generator, and pump settings were used. Heparinized normal saline was used for irrigation. No error messages occurred during the procedure. The physician did not consider it as a risk. The physician believed that since act (activated clotting time) was being managed, there should be no issues regarding thrombosis, and upon checking the postoperative vitals, commented that there seemed to be no problems. No patient consequences were reported.

Manufacturer narrative:
On 22-may-2025, the product investigation was completed as the complaint device was discarded. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31560931l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).